Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 00001065 number, and no internal action was found during the review. Manufacturer's ref. # (B)(4).

Event description:
It as reported a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the brim cap detached. It was reported that the orange brim cap over the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium cracked and broke apart. Caller replaced the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure continued. There were no patient consequences. On 6/3/2019, additional information was received indicating there was no resistance or difficulty during insertion of the catheter and that the lab had disposed of the device. The issue of brim cap detachment is an MDR reportable malfunction.